Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device keeps giving an error and the alarm keeps sounding. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed.